Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The complaints describe that there were issues with uh801, 27040eb and 27040nb/6. Another example states, that shorted out at ceramic block during a turpt. The smoke was coming out of the site where the cord connect to the instrument piece. A new bi-polar set was given. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that the device shorted out at the ceramic block. No injury to the patient.